Event description:
Customer reported to beckman coulter, inc. (Bec) that there was a leak from the main diluter card of the lh 500 hematology analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found a hole in the tubing through pv43. The fse replaced the tubing and verified that the repair was performed per established procedures.

Manufacturer narrative:
(B)(4).